Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted subpectorally. The ICD and competitor's right ventricular (rv) lead system exhibited high out of range pacing impedances in excess of 2000 ohms, as well as, noise with oversensing which caused a false nonsustained ventricular tachycardia detection. There was no asystole due to patient's intrinsic conduction. Review of rv pacing impedance trends noted there was an acute increase in impedances approximately one week prior to the out of range (> 2000 ) measurement being noted. Subsequently, tachycardia therapy was disabled until surgical intervention was performed. A boston scientific field representative was not present for the case, but two different competitor company's field representatives were. It was reported that there was an allegation by one competitor's field representative that the header of this device was loose, and the physician made a comment just prior to the extraction that may be the issue. Upon inspection post explant, the other competitor's representative presented the device to the physician for inspection, as the field representative did not think the header was loose. The physician noted there may have been a lack of epoxy to seal it. The leads were also extracted. No adverse patient effects were reported. This device was included as part of the subpectoral implant 2009 product advisory that was initially communicated on (B)(6) 2009.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.